Event description:
The customer reported that the system intermittently fails to start up, thus intermittently does not boot. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker. The system operates as intended.